Manufacturer narrative:
Plant investigation: on february 19, 2026, reynosa received one complaint product sample from product code 03-5300-3c, lot number 25sr01805. The sample was received in packaging different from the standard configuration. The sample was disinfected in accordance with procedure. During disinfection and preparation for analysis, a leak was found on the assembly from the arterial main line to the red alpha clip. A visual inspection was conducted. No damage was observed on the product during this inspection. However, an additional inspection was performed on the assembly of the arterial main line, specifically at the connection to the red alpha clip. During the visual inspection with the microscope, it was found that the tubing has presence of solvent, however, there was a delamination from the wall of the main line tubing to the wall of the red alpha clip port. No other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. Potential root causes: the observed damage may be attributed to improper assembly during the manufacturing process. Possible contributing factors include: incorrect assembly technique, unqualified operator, inadequate or unclear work instructions, malfunctioning dispensers during assembly, insufficient solvent in dispenser, incorrect dispenser configuration, improper solvent application technique, failure to follow applicable work instructions. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The complaint was confirmed.

Event description:
A user facility clinic manager (cm) reported a circuit leak. The machine did not alarm. Blood did not get noticed until doors were opened during rinse back. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Event description:
A user facility clinic manager (cm) reported a circuit leak. The machine did not alarm. Blood did not get noticed until doors were opened during rinse back. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: h10 plant investigation: on (B)(6) 2026, reynosa received one complaint product sample from product code 03-5300-3c, lot number 25sr01805. The sample was received in packaging different from the standard configuration. The sample was disinfected in accordance with procedure. During disinfection and preparation for analysis, a leak was found on the assembly from the arterial main line to the red alpha clip. A visual inspection was conducted. No damage was observed on the product during this inspection. However, an additional inspection was performed on the assembly of the arterial main line, specifically at the connection to the red alpha clip. During the visual inspection with the microscope, it was found that the tubing has presence of solvent, however, there was a delamination from the wall of the main line tubing to the wall of the red alpha clip port. No other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. Possible root causes: disposable manufactured with a leak. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The complaint was confirmed.